Event description:
It was reported that the patient never had therapeutic effect. During the explant process "a piece of catheter broke off and is still in". Per the reporter, "that area is swollen due to explant". The patient experienced a csf headache. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.